Event description:
Procedure: lap hernia repair. According to the reporter: liver function test value, such as got, gpt, were raised after procedure. The values fell immediately after medication. The next day of surgery: got 12, gpt 8. The 22th day after the surgery; got 128, gpt 156. The 36th day after the surgery: got 346, gpt 577.

Manufacturer narrative:
(B)(4).